Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409mg/dl. Customer treated high blood glucose with juice and customer¿s current blood glucose was 258mg/dl. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 258 mg/dl and the sensor glucose was 85mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will not be returned for analysis.